Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:21:52. During night drain cycle six, the patient's ultrafiltration reading was 1238ml, indicating the home patient (hp) drained 1078ml more than their maximum programmed fill volume of 1600ml. No further information was available.

Manufacturer narrative:
(B)(4). The returned homechoice has received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. The event was confirmed through the review of the event history log. The cause of the issue was determined to be insufficient drain due to the tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. The guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.